Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) was not charging & high-pitched whine. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, h6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: b5, b6, b7, d5, d10, e1, (initial reporter name, mail), e2, e3, e4. As problem was reported by customer so previously reported e1 (initial reporter name and mail is wrongly reported and currently initial reporter mail is not available. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found code 139 in the logs. The fse replaced the power management board. The fse also replaced the safety (d202-00-0140) and tidal disk (d202-00-0142), with no other pertinent information. The unit passed all safety and functional tests and returned to the customer for clinical use.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) was not charging & high pitched whine. There was no patient involvement.